Event description:
Boston scientific received information that this right ventricular (rv) exhibited high threshold measurements and variable sensing. A revision procedure was to be scheduled for the near future. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.